Manufacturer narrative:
The customer replaced the touchscreen, and the issue was resolved. Based on the information provided, and the service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 15dec2020.

Event description:
The customer reported the touchscreen doesn't work and is locked. There was no patient involvement. The customer connected to ac and it will not power off. The remote service engineer advised the customer to replace the touchscreen.